Event description:
The hospital staff attached the device to a patient experiencing breathing difficulty. The operator attempted to perform an automated ECG analysis, however the device reportedly failed to analyze the rhythm. The patient was subsequently transferred to another facility. There were no adverse affects to the patient reported as a result of the alleged malfunction.